Event description:
(B)(4). I had a hysterectomy only leaving ovaries to remove essure on (B)(6) 2016. Within the first 24 hours after removal the metal taste in my mouth was gone, my acne started clearing up, the bloating in my abdomen went down drastically. Three weeks after removal, my hair has stopped falling out in clumps, acne almost completely cleared up, even less stomach bloating, gaining more energy each day. Bowel movements are starting to return to normal and are less painful. Mood swings, joint pain, and some nerve pains are still present. I have gained hot flashes, and insomnia.

Event description:
(B)(4). Since the initial side effects I've had several other adverse effects including, depression, anxiety, mood swings, migraines, bladder infection, severe cramps, loss of libido, and ccedil; constipation, diarrhea, gas,severe bloating, brain shocks, tingling sensation and numbness in arms, hands, legs and feet,stinging prickling feeling all over hives, rashes, seizures, blackout spells, dizziness, blurred vision, severe fatigue, severe back pain,gallbladder surgery, colitis, sharp stabbing pain in pelvic area, above average discharge, heavy bleeding, blood clots, painful intercourse, sharp stabbing pain on both sides under ribs, flutter feeling in stomach, metallic taste in mouth, forgetfulness, ringing in ears, all over body aches and pains, stabbing pain in head periodically, extreme hair loss, vaginal pain.

Event description:
(B)(4) started having nightmares, then one evening I started jerking uncontrollably.